Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastro intestinal/pelvic floor therapy. The hcp reported that that the patient had two different implanted devices, an interstim and another neurostimulator that doesn't work and the patient threw away the remote. The caller did not know when the device stopped working but stated that they assumed it was a long time ago. The caller stated that the patient was confused about the model numbers 3037 and 3058 and indicated they may be confused about what is implanted. The caller did not have any other details about what was not working. There were no patient complications reported as a result of this event.